Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular compression (vascular compression) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record of radiesse injectable implant, lot number a00076550, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. Nonconformances were noted but none that would have contributed to this event.

Event description:
This spontaneous report was received from a spanish physician and concerns a 49-year-old male patient. The patients initials and date of birth were unknown. He was injected with radiesse, into the chin, on (B)(6) 2022. The patient received a previous radiesse treatment, in (B)(6) 2022. The patient had no relevant personal medical history, as reported. In (B)(6) 2022, after the radiesse injection, the patient experienced possible vascular compromise. After the suspicion of vascular compromise, he received treatment (a vascular emergency protocol), with hyaluronidase (reported as hiluronidase) 500 units per area per hour, aspirin 325 mg per day, tavanic (1-0-1), ibuprofen (1-1-1), deflazacort in doses of 60 mg per day and then descending doses, hyperbaric chamber with 2-3 atmospheres (reported as atm) of 1.5 hours for 10 days, iruxol neo 3 times a day, diltiazem (1-0-1) and apo pentoxifylline 400 mg (1-1-1). The outcome of the event was reported as unknown. Follow-up information was received on 17-nov-2022: the event inflammatory reaction was added. The patients year of birth, height (172 cm) and weight (70 kg) were provided. He was injected subdermally, with radiesse, into the chin, commissure and jawline (c1, c2, c6, jw4 and jw5), for chin sculpting, on (B)(6) 2022. Batch number was reported as a00076550. A lot search in the global safety database was conducted. The batch record review was received and the lot number for radiesse was confirmed as a00076550 (expiry date: 8/2024). Radiesse was diluted with 0.3 ml of 2% lidocaine and diluted with 0.3 ml of 2% lidocaine + 0.5 ml of 0.9% sf (product preparation issue, off label use of device). Two radiesse vials were used, and injected with a 27-gauge needle (supplied with the product) and a 25-gauge cannula. It was ambiguously reported that a total of 1.5 ml of radiesse was used and that the total volume injected was 2 ml per side (distributed per side into c1 with 0.5 ml, c2 with 0.3 ml, c6 with 0.6 ml, jw4 with 0.3 ml and jw5 with 0.3 ml). As reported, five to six injection sites were used. As reported, the patient was concomitantly injected with hyaluronic acid, into the nasolabial sulcus, in 2022. The patient was previously treated with radiesse, into the chin, and with hyaluronic acid into the nasolabial fold, in (B)(6) 2022. The treatments were well tolerated according to the patient. According to the glogau classification, the patient was in group iii. Further patients medical history and concomitant medications were reported as none. He had no disposition to lymph drainage problems, allergies, autoimmune diseases, intake of interferon or omalizumab, or surgical interventions in the past. From (B)(6) 2022, the patient presented pain with increased symptoms. On (B)(6) 2022, he experienced a concomitant inflammatory reaction in the affected area, violaceous lesion with erythema on the gum at the level of the central and left lateral incisors and a skin hematoma of the affected area. The vascular compromise was on the cheek. On (B)(6) 2022, he was seen at the clinic as soon as he notified, and there was evidence of increased volume in the left chin due to inflammatory reaction in the affected area, with the presence of skin pallor of approximately 2 cm in diameter in the middle area of the left chin, concomitantly with edema, in the area with severe pain, in the area on palpation. There was also a violaceous, erythematous lesion on the gum at the level of the central and left lateral incisors. He was treated with prednisone 60 mg, adiro 300 mg and augmentin 875/125 mg. He was scheduled for a control in 24-48 hours. On (B)(6) 2022, after visiting the clinic, he noticed persistent signs and symptoms, with skin pallor of the affected area of the left chin. It was notified to the department of adverse effects, being attended by the physician. After presenting the clinical presentation of the patient, the following treatment was prescribed: hyaluronidase 500 units per zone per hour (B)(6), aspirin 325 mg per day, tavanic (1-0-1), ibuprofen (1-1-1), deflazacort (in doses of 60 mg per day and then descending doses), hyperbaric chamber with 2-3 atmospheres of 1.5 hours for 10 days, iruxol neo 3 times a day, diltiazem (1-0-1) and apo pentoxifylline 400 mg (1-1-1). On (B)(6) 2022, the treatment protocol was adjusted as agreed with the physician. The patient was additionally treated with triamcinolone acetonide (40 mg/ml 0.3 in the affected area), tantum mouthwash and bexident hyaluronic acid gel for the mucosa of the affected area. On (B)(6) 2022 and (B)(6) 2022, wound control and care of the affected area was performed 3 to 4 times a day. On (B)(6) 2022, wound control and care of the affected area was performed 2 times a day. On (B)(6) 2022 and (B)(6) 2022, the patient was monitored and cared for once a day. He was showing improvement in the signs and symptoms of the affected area. On (B)(6) 2022, the affected area was in the process of healing and showed resolution. No areas of skin pallor were evident, the skin color was adequate in relation to his skin tone with areas of granulation tissue. There were no signs of phlogosis, nor purulent suppuration of purulent content in the affected area. At the time of this report, the patient was on antibiotic therapy until completing 7 days of levofloxacin. On (B)(6) 2022, the day of this report, he was prescribed ibuprofen/enantyum or paracetamol if he had pain or inflation. Antibiotics were prescribed as prophylaxis and treatment. The patient was not hospitalized. Due to the provided information, the outcome of the event vascular compromise was considered as resolving (changed from unknown to resolving). The outcome of the event inflammatory reaction was reported as resolving. In the opinion of the reporter, the events were of moderate intensity, not life-threatening, and related to radiesse.

Event description:
Follow-up information was received on 14-dec-2022: the event was reported by the physician in the consultation. The lesion that the patient had was extended to the skin area of the left chin, at the level of the middle-left chin area, with a diameter of approximately 2 cm of skin pallor and oedema, which was decreasing progressively since it was treated. She had a greater response and recovery by performing the protocol agreed with the physician. As reported, the patient had the preventive treatment indicated by the physician, to prevent further damage or complications, in addition to the continuous follow-up in consultation to perform controls and relevant cures until the healing of the affected area was evidenced. According to the last control obtained from the patient with photographs of (B)(6) 2022, the affected areas at the level of the chin and gums were healed. As of (B)(6) 2022, according to the notification, the affected area was resolved. At the time of the report, the physician did not have the opportunity to see the patient again. The outcome of the events was reported as resolved (changed from resolving), on 18-nov-2022.

Event description:
Follow-up information was received on 01-dec-2022: the treatment was performed to harmonize and improve the lower third of the face, focused on the chin and lower edge of the mouth lines and depressions. The lesion that the patient had was extended to the skin area of the left chin with a diameter of approximately 2 cm of skin pallor and oedema. It was decreasing progressively since the patient was attended to present such complication, had greater response and recovery to perform the protocol agreed with the physician from whom the reporter received great attention, support and advice for the patient (as reported). The patient never had difficulty swallowing, nor difficulty breathing, and the mucosa of the floor of the mouth and tongue was always preserved. At mucosal level, he only presented a bleeding erythematous lesion at the level of the gum between the central and left lateral incisor, which with care and treatment was improving, until it healed. On 18-nov-2022, according to the last control obtained from the patient with photographs, the affected areas at the level of the chin and gums were resolved. There was evidence of the healing of the affected areas, without the presence of ulcers, abrasions, or suppuration of content. At the cutaneous level of the affected area, there was a good response of the healing process, which with the accompaniment and wound care was possible to be verified. The outcome of the events remained unchanged.